Event description:
A peritoneal dialysis (pd) patient contacted (B)(6) customer service to report that the island dressing sterile. Patient stated that the dressing adhesive breaks his skin as well as the tape that he receive from clinic but couldn't confirm which tape was. Patient stated his skin is very sensitive so everything irritates it. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).